Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 2-3 functional tricuspid regurgitation (tr) for a triclip procedure. One triclip xtw was deployed. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A chordal rupture was observed. Three additional triclips were implanted to stabilize the first clip and chordal rupture. The final tr grade increased to 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the slda could not be conclusively determined. The reported tissue injury and tricuspid regurgitation appear to be cascading events of the slda. The reported patient effects of tricuspid regurgitation and tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.